Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up, down, and ok keypad buttons were under-responsive and the keypad cover was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/22/2014 with the following findings: the keypad was found to be peeling. Evaluation revealed the ok, up, and down keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. The up button key contact was damaged. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. A battery compartment crack was discovered.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.